Event description:
It was reported that the burr detached and was stuck on rotawire. The eccentric, de novo progressive target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. Significant resistance was encountered during advancing, operation, and withdrawal. Upon withdrawal, after a successful rotablation, severe resistance was felt upon manually removing the burr from the patient without dynaglide. It was then further noted that the burr detached from the advancer shaft and was stuck into the rotawire. There were no device fragments left inside the patient's body. Per physician, the burr detachment was probably due to the tortuosity of the patient's vessel and resistance. The procedure was not completed due to the event. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. The device has the distal tip and body kinked. The body was kinked approximately at 4 cm, 186 cm and 202 cm from the proximal end. The dimensional inspection revealed that the overall length and outer diameter (od) at the distal tip, middle of the device, and the proximal section were within specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr detached and was stuck on rotawire. The eccentric, de novo progressive target lesion containing a greater than 45 and less than 90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. Significant resistance was encountered during advancing, operation, and withdrawal. Upon withdrawal, after a successful rotablation, severe resistance was felt upon manually removing the burr from the patient without dynaglide. It was then further noted that the burr detached from the advancer shaft and was stuck into the rotawire. There were no device fragments left inside the patient's body. Per physician, the burr detachment was probably due to the tortuosity of the patient's vessel and resistance. The procedure was not completed due to the event. No patient complications were reported and the patient is stable.